Event description:
It was reported that a leak was observed from uv flash transfer set near the twist clamp. This occurred during patient use. No patient injury or medical intervention was reported as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). A used patient sample was received for evaluation. Visual inspection was performed and did not verify the reported event. The sample passed all functional tests. Sample analysis did not verify the reported event. The lot number of the device was unknown; therefore, a batch review could not be completed. After review, the cause of the reported event was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.